Event description:
The manufacturer received information alleging negative flow cal fail. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging negative flow cal fail on a trilogy motor blower assy. There was no harm or injury reported. The trilogy motor blower assy was sent to the product investigation lab (pil) for further investigation. Pil visually inspected the suspect blower subassembly and did not observe any damage or defect. The pil technician verified that the blower shows no indication of the impeller rubbing the blower housing and the blower subassembly operates connected to the pil test unit without issue. The blower passed all test steps. Tech has determined that the blower functions as designed and operates as expected.